Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose levels ranged from 40 to 98 mg/dl. Customer also reported a bent cannula on the pump. Troubleshooting was done. Replacement product is being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.